Event description:
Caller reported that the pump's quick bolus wake button was difficult to press and sometimes required multiple attempts to activate the screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.